Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up with inappropriate mode switch episodes due to oversensing. Upon review, it was noted that the device was oversensing far r wave on the atrial channel. Programming changes were discussed, no intervention was reported. There were no reported patient symptoms.